Event description:
Customer reportedly obtained results of 447mg/dl, 542mg/dl, and 238mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported due to reported results. No quality controls were used. Requested return of suspect device and replacement was sent.